Manufacturer narrative:
Customer was duly requested to quantify the overall duration of low oxygenation condition (the time duration from the first detection of so2 of 85% to the lower bound of 78%, and then the time duration of complained saturation percentage of 78%) but no further details were disclosed. Based on available information, no specific device-related malfunction was established: unit was found responsive to the maneuvers by perfusionist at the end of intervention and adequate saturation levels were soon restored. Taking into account that the decreased performance of the oxygenator was detected concomitantly with the observation of low flow on the right side of the patient heart by perfusionist at the final surgical stage, it cannot be excluded that prolonged duration of surgery may have reduced the perfusion of the right side of the heart which caused a temporary drop in the gas exchange capacity accordingly. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Sorin group italia has received a report that, during a fallot's quadruple correction (operation time was 8 hours and 55 minutes), oxygenation decreased. The minimum temperature was 30.9. The ratio of qi to blood is 1.2-1.5, oxygen partial pressure during the cooling process was 178-199mmhg (fio2 75%) , oxygenation decreased and fio2 increased to 100%. Blood oxygen saturation gradually decreased to 78%, and no abnormal oxygen source was detected. The esophageal sonographer indicated that the right heart was low blood, and the blood oxygen saturation improved immediately after the volume was restored and the pulmonary artery blood supply was increased, and it rose to 100% about 2 minutes later. There is no report of any patient injury.

Manufacturer narrative:
A.1., a.3, a.5. Patient information were not provided. D.4. The expiration date refers to the sterile finished product. The complained d101 dideco kids phisio oxygenator (catalog number 050540cn) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050540cn is similar to the d101 dideco kids phisio oxygenator 050540, which is distributed in the USA, for which the device identifier is (B)(4). G.5. The product item 050540cn is not distributed in the USA, but it is similar to the d101 dideco kids phisio oxygenator 050540, which is distributed in the USA (510(k) number: k072091). H.4. The device manufacture date refers to manufacture date of the sterile, finished oxygenator. H.10. Sorin group italia manufactures the d101 dideco kids phisio. The incident occurred in china. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.